Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of the incident was 512 mg/dl. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery and no delivery alarm. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be and infusion set will be returned for analysis.